Event description:
Reported indicated that he was unable to interrogate a pt's generator during a revision surgery. The handheld device screen was frozen. The physician performed soft and hard resets and re-inserted the flashcard, however, the issue did not resolve. Good faith attempts to have the handheld device returned to the manufacturer for product analysis have been unsuccessful to date.